Event description:
Alleged event: skin clip applier stopped working after 2 clips being applied to patients' skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot#73j1400447 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.